Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce an error message when programmed. A review of the event history log revealed a system error 345 message. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the out of specification upstream sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was getting an error message when it was programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.